Event description:
The end user reported that she examined the wafers and said they did not look normal like maybe they were off centered. She was unable to determine if the starter hole was off centered or the entire wafer was off centered. She also stated that they looked different than usual. No photo is available at this time as she discarded the wafers. The product was used by end user.

Manufacturer narrative:
Device 1 of 3. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).